Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 76mm in diameter and 116mm in length abdominal aortic aneurysm. The proximal neck was 24 mm in diameter and 35 mm in length. The left common iliac artery was 15 mm in diameter and the right common iliac artery was 23 mm in diameter. The right internal iliac artery measured 21 mm in diameter and the left internal iliac artery measured 13 mm in diameter. The right external iliac artery measured 5.5mm in diameter, and the left external iliac artery is 5.6 mm in diameter. There were no issues noted at the index procedure. It was reported that the patient visited the hospital complaining of leg pain. CT check confirmed an occlusion of the right contra limb. The patient will be treated in the future, the date of additional treatment has not yet been decided. The physician noted that the main body was implanted cross-legged; therefore, the crossed part was quite likely to have been compressed and led to the occlusion. The patient will be treated in the future, the date of additional treatment has not yet been decided. No additional clinical sequelae were reported and the patient will be monitored by the physician.